Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging difficulty breathing/short of breath since stopped using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned, and manufacturer could not confirm customer complaint and no problem was found during device evaluation. The unit passed final test. There was no report of patient harm or injury.